Event description:
Sample tested positive for toxoplasmosis igg, value of 22 ui/ml. Same sample repeated using different methodology recovered negative, at 2 ui/ml. Same sample repeated using a third methodology recovered <2, a fourth methodology tested <1. If additional information is received, appropriate notification will be provided.